Event description:
Health care professional (hcp) reports a fiber leak noted at onset into pt treatment. New disposables used to continue the pt treatment without incident. The dialyzer was reused 26 times prior to this report. The hcp reports no pt injury or need for medical intervention.